Event description:
It was reported that noise had been interpreted as a ventricular arrhythmia. All electrical values were good and stable. The physician could not recreate the noise. The lead was capped at a later date and replaced. The pts condition was listed as good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.